Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant product: 4480, boston scientific lead, implanted: (B)(6) 2003.

Event description:
It was reported that an alert triggered due to high impedance on the right ventricular (rv) lead. Lead trending data showed that impedance values had started to fluctuate four weeks prior. An x-ray was performed, however no findings were noted. Reprogramming was performed for rv lead polarity, and the physician chose to monitor the issue for now. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.